Event description:
Device was brought to shop with note that the screen went blank. The biomed department found that there was a "device check" alarm in the logs. We tested the device as per the manufacturer specifications and were not able to find any other issues.